Event description:
Procedure: pancreas. According to the reporter: the surgeon fired across vessels. There wasn't any excessive bleeding or issues with the patient. Anesthesia had issues waking the patient and then blood pressure was dropping rapidly. Anesthesia started doing CPR on the patient. The surgeon returned to the operating room and opened the patient up to find out where he was bleeding from. The patient was stabilized after a few hours and the spleen was removed. Product and the lot number was not retained. The surgeon did not use buttress material on the reloads. The source of bleeding was identified as through the staple line. The patient was reported as recovering.

Manufacturer narrative:
(B)(4).